Event description:
On (B)(6) 2025, a merit employee conducted a pmcf review for the prelude snap product family. A prelude snap splittable sheath introducer was used to treat a male patient for the introduction of secondary device (e.g., pacing leads, catheters) into the heart or coronary venous system. The primary usage of the device was to facilitate placement of a device in the right atrium through the femoral vein. The device was used for approximately 34 minutes. During this time the patient experienced a hemothorax. No additional treatment was required no additional information is available at this time.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the device history record and complaint database cannot be performed as a lot number was not provided.